Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on the same date tevar was performed with a non-mdt device. It was reported that intervention was performed approximately three years and eight months later for a type ib endoleak in the right leg of the bifurcate with the implantation of a non mdt extension into the eia. This resulted in an aneurysm reduction. Approximately three years and four months after this intervention, the patient then presented with abdominal pain and impending rupture was confirmed. CT showed a suspected type ia endoleak and laparotomy was performed with implantation of a blood vessel prosthesis and with the partial removal of the stent graft system, leaving the only proximal and distal portion. No type ii or tpe iiib endoleak was observed during the procedure. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.